Event description:
A territory manager reported that a (B)(6) male patient had "battery faults" when battery pack sn (B)(4) was placed on a charger. The patient received a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery fault) has been confirmed. Upon evaluation, the battery pack powered on a monitor but was unable to charge. The cause of the battery faults was a faulty benchmarq bq2040 gas gauge chip u3. The root cause of the faulty chip is unable to be positively identified. No adverse event resulted from the faulty chip. The patient received a replacement battery pack. No adverse event resulted from the defective battery charger/modem.